Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent cartridge alarms (cartridge alarm 9 - overfill alarm) occurred with multiple cartridges. Reportedly, the cartridges were filled with 200 units. The customer's blood glucose (bg) level was as high as over 500 mg/dl. The bg level was addressed with manual injections. Reportedly, the customer had manual injections as alternate insulin therapy.